Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection noted that the weld has failed at the strike plate. The device shows significant signs of wear/usage. The device was manufactured in 2011. The failure has been previously identified. This was likely due to fatigue loading of the weld joint caused by repeated impacts. Although we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture; the information available as a result of this investigation indicates that corrective/ preventive action is warranted. Design specification insufficient is the probable cause of the reported failure. This issue has been submitted to our CAPA process in accordance with applicable internal CAPA procedures. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during thr procedure the ref cup positioner/impactor broke off. This happened during use outside the patient and no pieces fell inside the wound. All pieces recovered. No delay. S&n back up device was available to complete the procedure. No injuries or other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.